Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, she sees halos that obstruct her view of the road and glare interferes with her seeing road signs. She did not want her surgeon contacted.